Event description:
Catheter knotting reported. A doctor (intensivist) attempted to insert a pa catheter into a patient with diagnosis of cardiomyopathy with possible need for transplant. At some unspecified point during the insertion, the device knotted. The catheter was removed by a small incision under fluoroscopy. Another pa catheter was inserted without problem. The customer states that their internal investigation speculates that the intensivist health professional possibly used an introducer that was too long and it knotted upon itself. Two days later, another doctor decided to do a biopsy to differentially diagnose between cardiomyopathy and myocarditis to determine treatment modalities. He removed the catheter already in the patient and did the biopsy. When he attempted to replace the catheter with another one, this catheter also became knotted. He realized something was not right and called for fluoroscopy where the knotting then became apparent. The catheter was removed with the knot intact by maneuvering the catheter to avoid any structures. The catheter was not replaced. The customer states that the patient's heart anatomy was normal, with no structural defect. The patient had an admitting ejection fraction of 7%. Customer states that possibly the decreased blood flow may have contributed to the problem. No patient harm reported, no hematomas or dysrhythmias reported, although the patient reportedly was stressed with the insertion and removal of the catheters.